Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that patient experienced an adverse event on (B)(6) 2014. Patient's mother claimed cgm had reading error symbol and patient lost consciousness. Patient's mother administered honey and patient regained consciousness. Patient's mother did not report any medical intervention and the time of contact with dexcom technical support, patient was in fine condition.